Event description:
Patient revised to infection. Surgery extended by more than 15 minutes when impactor broke at threads.

Manufacturer narrative:
Examination of the returned impactor confirming the threaded tip broke off. The cause is attributed to misuse and heavy usage/wear out. The impactor is severely damaged and evidence of the threaded tip suggests a torsional fracture. The reported infection is non-verifiable. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any additional info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.